Event description:
Literature: schapiro a, racadio j, kinnett d, maugans t. Combined c-arm fluoroscopy and c-arm cone beam computed tomography for the evaluation of patients with possible intrathecal baclofen delivery system malfunctions. Neurosurgery. 2011;69 suppl operative:ons27-33. Doi: 10.1227/neu.0b013e31821663a4. Summary: the authors present a case series of intrathecal baclofen (itb) catheter evaluations using combined c-arm fluoroscopy (cf) and c-arm cone beam CT (ccbct). Seven cases were retrospectively examined between (B)(6) and (B)(6) 2009. Reportable event: the authors assessed patient 4, an (B)(6), who presented with increased spasticity or signs of baclofen withdrawal. The authors questioned if the catheter had detached from the pump. This disconnection was confirmed when contrast was injected and a leak was detected at the pump-catheter interface with no contrast progressing to the intrathecal catheter tip. It was reported that the catheter tip was positioned properly within the spinal canal. At surgery, it was noted that the silastic junction between the pump and proximal catheter was torn. The connector was replaced and spliced into the intact distal tubing and the patient's symptoms resolved.